Manufacturer narrative:
E1: patient city- (B)(4). Patient country- united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of needle breaking off on 22-june-2024. No further information was available.